Event description:
During a 3rd degree hemorrhoid procedure, after firing the device, the surgeon found that some of the staples were malformed. The doctor had to hand suture to finish the procedure. Unexpected blood transfusion of 100ml, and extended or time of about 2 hours.